Event description:
It was reported that there was low voltage / seizure control. The ins was replaced and the patient recovered without sequela.

Event description:
Additional information received indicated that the battery depleted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): lead model 3387-40, lot# j0412305v, implanted: 2004-(B)(6), explanted: na; lead model 3387-40, lot# j0412305v, implanted: 2004-(B)(6), explanted: na; extension model 748251, serial# (B)(4), implanted: 2004-(B)(6), explanted: na; extension model 748251, serial# (B)(4), implanted: 2004-(B)(6), explanted: na; programmer model 7436, serial# (B)(4). Analysis of the neurostimulator model 7428, serial (B)(4) found no significant anomaly. The battery was not in new condition.